Event description:
Customer reported kv and ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver. System operates as intended.